Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer¿s other blood glucose level was 294 mg/dl and 350 mg/dl. Customer stated that auto mode feature was active. The customer stated that the symptoms related to high blood glucose such as nausea. Customer also stated that insulin pump received insulin flow block alarm. The insulin pump will not returned for analysis.